Event description:
The customer contact reported that during preventative maintenance testing at the user facility, the device did not alarm when a proximal occlusion was present. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
Testing and investigation found the device did not alarm when an occlusion was present proximal to the device. The probable cause was due to contamination on the proximal sensor pin. The contamination prevented proper movement of the pin; therefore, the device did not detect changes in pressure. The contamination is a result of use in the customer environment. This report represents all the information known by the reporter upon query by hospira personnel.